Event description:
It was reported that the clinician began to flush the central lumen of the intra-aortic balloon (iab) with saline prior to hooking up the transducer. Suddenly, the saline was spraying out of the 6" extension line. As a result, another kit was opened and components were used to "make it work." There were no reported patient complications.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.